Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe the tubing is kinked causing a blockage. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that on (B)(6) 2021 a call was received stating that a patient that was discharged from the medical center on a renasys device had tripped on the tubing while crossing the street on a busy road and injured her knee (on the (B)(6)). Health care professional was made aware of this incident when the patient came in for a dressing change on the (B)(6). Also patient was complaining about a blockage alarm that seemed to be going off where the crease in the tubing was and also that the straps for the device seem to be loose and the device sometimes detaches and can fall. The alarm goes off at night as she turns in bed as the device is on her back.